Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 10.7 mmol/l and 4.5 mmol/l. The customer was not sure of the exact results, but she stated it was very similar to these results. No adverse event reported. Return of the suspect device was requested for evaluation.